Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during angioplasty of a venous dialysis graft, an atb advance balloon catheter ruptured circumferentially and separated upon the first inflation of the balloon. An unknown inflation device was used to inflate the balloon using a 50/50 solution of isoview contrast. The vessels were angulated/tortuous; however, were not calcified. The balloon was not inflated within a stent. After the balloon ruptured, the user attempted to remove the balloon by itself over an unknown wire guide, but the ruptured balloon became caught at the end of a 7-french cook performer sheath. As the user continued to pull the balloon catheter back, the balloon elongated and separated. The shaft and most of the balloon material were removed; however, a small fragment of the balloon material remained. The fragment was stented to the vessel wall, and another device of the same type was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one used balloon catheter to cook for investigation. Physical examination of the returned device showed that the balloon is ruptured circumferentially and longitudinally. The separated balloon section was not returned. No marker bands present on the returned device. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: ¿the atb advance pta dilatation catheter has been designed for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ warnings: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal.¿ rupture may occur.¿ instructions for use: balloon preparation: ¿choose a balloon appropriate to lesion length and vessel diameter.¿"upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures.¿ ¿if balloon pressure is lost and / or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that the patient¿s anatomy and user removal technique most likely contributed to the balloon rupture and subsequent separation of the complaint device. As reported, the patient¿s vessels were angulated/tortuous. Upon removal of the ruptured balloon, the user met resistance; however, continued to pull on the balloon catheter, at which point the balloon material separated. The IFU instructs the user to remove the balloon and sheath as a unit if rupture occurs. The information provided upon review of complaint file, device history record, complaint history, device master record, and design verification testing provide objective evidence to support that the device was manufactured to specification. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Initial reporter: occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of a venous dialysis graft, an atb advance balloon catheter ruptured circumferentially and separated upon the first inflation of the balloon. An unknown inflation device was used to inflate the balloon using a 50/50 solution of isoview contrast. The vessels were angulated/tortuous; however, were not calcified. The balloon was not inflated within a stent. After the balloon ruptured, the user attempted to remove the balloon by itself over an unknown wire guide, but the ruptured balloon became caught at the end of a 7-french cook performer sheath. As the user continued to pull the balloon catheter back, the balloon elongated and separated. The shaft and most of the balloon material were removed; however, a small fragment of the balloon material remained. The fragment was stented to the vessel wall, and another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.